Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer¿s blood glucose level at the time of incident was 524 mg/dl. The customer also reported that the insulin pump had blank display and also received power loss alarm. The customer also reported that the battery cap was neither missing nor damaged and the display returned after insulin pump restart. Customer declined to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.